Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient experienced worsening shortness of breath and was unable to walk more than a few feet. The lactate dehydrogenase (ldh) was elevated to the 900¿s u/l, and the inr was subtherapeutic at 1.8. The patient denied chest pain, palpitations, dizziness, weakness, headaches, melena, hematuria, or drainage from the driveline. The patient was hospitalized and administered IV argatroban. The patient was also administered 10 mg of warfarin and continued on aspirin. The patient was discharged. On (B)(6) 2017, it was reported that the patient was in the emergency room with suspected pump thrombosis, and the ldh level was 941 u/l. On (B)(6) 2017, the patient¿s pump was exchanged due to suspected pump thrombosis.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation, as well as the contact marks on the rotor''s bearing cup, suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient''s elevated ldh, as well as the increase in power and decrease in pi that were identified via the analysis of the submitted log file. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.